Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap could not be removed from the pump; however, the cap was removed during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings:the returned battery cap secured to and detached from a test pump with no issues. No damage was found to the battery cap. The complaint was not duplicated.